Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, on the first reload, the firing stopped where 1.5 cm remained and the adapter came off. The physician attached and detached the adapter and used another reload and the duodenum was able to be resected. On the second firing, the reload was used for y-anastomosis of side to side. The firing stopped after proceeded 1.5 cm. Also, there was a poor staple formation at the tip. The reload was returned and a new one was attached, then firing was able to be performed without any problems. The incision extended due to the product problem. Additional resection was to resolve the issue in order to complete the case.